Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-06940. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. E103 is a light source ignition error message. The defect of ignition failurewas potentially due to accidental failure of ignition control device. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The user facility provided new information revealing that the initial reported error was no longer present however; no resolution details were provided. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the end user physician reported that during a unknown procedure, the cvl-190 produced a error code 103. There was no patient harm reported. Olympus is attempting to gather additional information related to this report.